Event description:
It was reported the patient experienced ineffective stimulation due to the ipg reaching end of life. As a result, the ipg was replaced on (B)(6) 2018. Reportedly, effective therapy established post-op.